Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome and there are no details as to the nature of the patient's injuries.. Information is limited at this time. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol kugel patch or the ventralight st. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) . The patient had unspecified injuries. On (B)(6) 2011:the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. The patient had unspecified injuries. On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. Patient had unspecified injuries. The attorney is only making allegations against the ventralex (device #1) the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ .